Event description:
It was reported, the catheter could not be passed through the end tip as the hole was too narrow for the catheter. The patient who was unstable at the time, remained on ventilation as a new attempt was made with a different closed suction catheter (csc). The quick actions of the staff enabled the patient to be successfully suctioned after which the patient felt better. The patient's hospital stay was extended. No additional information was provided concerning the patient's condition and care.

Manufacturer narrative:
The product involved in the report has not been returned for evaluation a review of the device history record is in-progress. Analysis of photographic evidence provided by the reporter. All information reasonably known as of 10 jul 2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by sun med holdings llc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to sun med holdings llc. Sun med holdings llc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the sun med holdings complaint database and identified as (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an sun med holdings llc. Product is defective or caused serious injury.

Manufacturer narrative:
Additional information-investigation completion: d4; h2; h6. The actual complaint product was not returned for evaluation; however, the reporter provided photographic/videographic evidence; analysis of the photographic evidence confirmed the complaint as reported; the root cause was determined to be manufacturing related. Actions were taken to prevent this issue from recurring including retraining of the operators for visual inspections every hour; we continue to monitor for trends. The device history record for lot 30324932 was reviewed and the product was produced according to product specifications. All information reasonably known as of 12 sep 2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by sun med holdings llc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to sun med holdings llc. Sun med holdings llc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the sun med holdings complaint database and identified as (B)(4). This information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an sun med holdings llc. Product is defective or caused serious injury.

Event description:
It was reported, the catheter could not be passed through the end tip as the hole was too narrow for the catheter. The patient who was unstable at the time, remained on ventilation as a new attempt was made with a different closed suction catheter (csc). The quick actions of the staff enabled the patient to be successfully suctioned after which the patient felt better. The patient's hospital stay was extended. No additional information was provided concerning the patient's condition and care.